Manufacturer narrative:
We were unable to perform product evaluation, as the device was not returned for analysis. However, the fact that the procedure was completed with this device suggests that the device has not malfunctioned. Per event description, the doctor believes the myocardial perforation is most likely cause by the j-tip wire manufactured by another company, but this device could not be ruled out as a possible cause. Analysis of the labeling was performed. There were no related manufacturing issues identified during the DHR review. Similar complaint trend was reviewed for this product family and no unfavorable trend was seen. No other complaints were reported for this batch. Perforation is an inherent risk of catheterization procedure. Review of polaris x's risk management documents found that the current controls are adequate. Review of the directions for use (dfu) finds it to be adequate to mitigate this risk during use. No conclusion can be drawn on the root cause of the perforation.

Event description:
It was reported to bsc, "myocardial perforation not believed to be related to this device but possible, the physician thinks it was related to the j-tip wire manufactured by another company." The procedure was completed with this device. Patient was fine at the report of this complaint.